Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had a defective lead. It was also reported that the device "played a little jingle" and upon being checked it was determined that the lead needed to be replaced. A new pace-sense lead was implanted, and the high voltage portion of the right ventricular lead remains in use. No patient complications have been reported as a result of this event.